Event description:
The pt fell a month ago. The pt was not feeling stimulation. An impedance check was done at 3 volts; all of the contacts were >40,000 ohms, group impedances were also done and all of them were high as well. An x-ray was suggested. A follow-up report will be sent when additional info becomes available.